Event description:
It was reported that two reamers wore out while preparing the glenoid for base plate placement due to existing metal anchors in the glenoid. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # unknown, ex unknown reamers, lot # unknown h6: proposed component code - mechanical (g04) - drill the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.